Event description:
It was reported that the patient was admitted to the hospital after experiencing syncope due to a loss of pacing. Additionally, it was observed that the device was unable to be interrogated via radiofrequency and inductive telemetry. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the patient required resuscitation after collapsing due to syncope. Additionally, the patient was administered medication to stabilize the heart rate until the device could be exchanged.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed and loss of pacing and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics, resulting in the reported events. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.